Event description:
It was reported that the detector was dropped, and it was no longer charges. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that detector has fallen down and no longer charges. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped, which caused it to no longer be loaded. The charging pins on the docking station are not staying in place, and even when using the backup cable, the device fails to charge. The detector needs to be replaced. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).